Event description:
The complainant alleged during an attempt to defibrillate a patient (age and gender unknown) using hands-free electrodes, the device failed to discharge. The complainant indicated that the clinician was able to obtain another device to defibrillate the patient using the same hands-free electrodes. The patient subsequently expired. The complainant also indicated that the complainant's biomed department was unable to duplicate the reported malfunction.